Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was completed using a 20mm watchman flx laa closure device with delivery system (wds). One day post implant procedure the patient experienced hemoptysis and was intubated. Following intubation a pulmonary hemorrhage was identified. Two days post index procedure the patient expired due to the pulmonary hemorrhage. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was completed using a 20mm watchman flx laa closure device with delivery system (wds). One day post implant procedure the patient experienced hemoptysis and was intubated. Following intubation a pulmonary hemorrhage was identified. Two days post index procedure the patient expired due to the pulmonary hemorrhage.